Manufacturer narrative:
An event regarding trunnion fracture was reported. Disassociation was confirmed by the photos provided. It is unclear whether the scratching on the head was caused by explanation or wear so therefore, wear has not been confirmed. Method & results: product evaluation and results: the devices were not returned but a number of pictures of the devices were provided. The images show penciling and fracture of the trunnion of the stem. They also show some scratching on the outer edge of the metal head. There is some foamy liquid substance inside the taper of the head making it difficult to see any wear in this area. Medical records received and evaluation: a review of the provided medical information by a clinical consultant noted the following: provided pictures and x-rays confirm reported broken stem. Need primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other events for the lot provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative notes, office/clinical notes, histopathology, serial x-rays and examination of the explanted devices are needed to complete the investigation for determining root cause. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that patient's right hip was revised due to the trunnion breaking off the stem. Rep has provided additional documentation but reported that additional x-rays, medical records, and further information are not available due to hospital policy. Update per investigation results: head disassociation was confirmed by the photos provided. The images show penciling and fracture of the trunnion of the stem.

Event description:
It was reported that patient's right hip was revised due to the trunnion breaking off the stem. Rep has provided additional documentation but reported that additional x-rays, medical records, and further information are not available due to hospital policy. Update per investigation results: head disassociation was confirmed by the photos provided. The images show penciling and fracture of the trunnion of the stem.